Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported feeling something was wrong while eating and, after getting home, she went to the hospital. Her blood glucose had reached up to 415mg/dl while wearing the pod on her arm for between 4 and 24 hours. She also stated that the device was leaking. The patient was diagnosed with high ketones. Treatment included an IV to flush out the ketones. A week prior, the patient had to change some setting because her levels were staying too low. The patient threw the device away.